Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, lower case, side bail covers, and ring cover were broken, the battery release, heart block and battery drawer were contaminated, the battery contacts were compressed, the keyboard was scratched, the lead flex cover and battery flex were corroded, the side bails and ring were missing, the main printed circuit board was out of specification and the liquid crystal display (lcd) was out of specification.

Event description:
It was reported the ventricular output was not functioning properly. When ventricular output was set at a certain setting or higher on the device, it changes to high output. It was also reported the device has a self test failure. It was further reported when setting the ventricular pacing to 5 milli amps or more, the unit delivers less than 2 milli amps. The device was returned for repair. No patient involvement was reported.